Event description:
It was reported that the pta balloon dilatation catheter could not be removed from the introducer sheath. Both were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned the investigation is currently underway.